Event description:
It was reported that (1) atb45 was used during a lap gastrectomy procedure. It was reported by the affiliate that the staples malformed but cut the tissue. The surgeon converted to open to complete the case.